Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and non responsive keypad buttons. Customer's blood glucose was 481mg/dl at the time of incident and 381mg/dl at the time of the call. Customer had nausea and was unable to troubleshoot. The customer was advised to call back when they were able to further troubleshoot. No further details given.